Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of infection, swelling and fluid discharge are known risks and noted as such in the device instructions for use. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of fluid discharge, infection, and swelling was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed a localized scrotal infection involving the pump site. The patient had previously undergone a revision procedure to exchange the tenacio pump with an ms pump. During the postoperative recovery period, the patient reported cycling the pump and returning to the gym for exercise. The patient subsequently experienced scrotal swelling and presented to the emergency department, where imaging identified a rim enhancing fluid collection surrounding the scrotal pump, consistent with a localized infection. A surgical procedure was performed in which the pump was explanted, metal tubing plugs were placed to retain the remaining components, and the scrotum was thoroughly irrigated. There were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed a localized scrotal infection involving the pump site. The patient had previously undergone a revision procedure to exchange the tenacio pump with an ms pump. During the postoperative recovery period, the patient reported cycling the pump and returning to the gym for exercise. The patient subsequently experienced scrotal swelling and presented to the emergency department, where imaging identified a rim enhancing fluid collection surrounding the scrotal pump, consistent with a localized infection. A surgical procedure was performed in which the pump was explanted, metal tubing plugs were placed to retain the remaining components, and the scrotum was thoroughly irrigated. There were no further patient complications reported.